Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with normal operating currents. No blank display, constant tone, audio, beep anomaly or unexpected buzzes noted. However insulin pump had moisture damage on the electronic assembly. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratches and cracked display window.

Event description:
Customer reported that they dropped the insulin pump in water and the device now has a crack on the screen. Customer stated that the insulin pump stopped working and when she places a battery the insulin pump just buzzes. Customer stated that fluid was visible under the display. Customer's blood glucose reading at the time of the call was 367 mg/dl and will be treating. No further information reported.